Event description:
A malfunction was reported involving the customer's device, displaying malfunction code 24, which could not be reset. There was no adverse impact on the customer's blood glucose level. Corrective actions included a decision to replace the pump with one containing updated software. The customer agreed to use multiple daily injections as backup therapy and acknowledged the instructions for returning the faulty pump, programming the replacement pump, and connecting it to the cgm. The replacement pump shipment was confirmed with a request for signature upon delivery.